Event description:
Adverse event(s): "no known pt impact" (no known impact or consequence to pt). Product problem(s): "no irrigation" (inability to irrigate). A surgeon reported that there was no irrigation during an anterior vitrectomy surgery. When they went through the complete vitrectomy start-up program, with the 5 different steps (including fill and test), they had no irrigation. When they then went back to cortex or quadrant and then back to anterior vitrectomy, they did have irrigation. No pt harm was reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).